Event description:
Event description guidant received information that this transvenous defibrillation lead was not used due to a high, out of range pacing impedance with several repositioning attempts. A pacing system analyzer was used and exhibited out of range pacing impedance as well. No adverse patient symptoms were reported.